Event description:
In preparation for an external beam treatment, the system prompted the staff to deliver field 6 even though it was delivered the day before. On the visir logs, the system registered 0 monitor units (mu) for field 6, however, according to the patient's journal, field 6 was delivered successfully. Staff confirmed that the patient was treated successfully. This appears to be an interface communication error/bug with the oncentra visir software platform.